Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and was not reproduced during eval. During eval found a failed downstream sensor, which most likely contributed to the identified symptom. The failed downstream sensor was replaced.